Event description:
Blade has metal shavings; and it left residue on the patient. They wanted to hang on to the product and test it themselves.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)